Event description:
The complainant reported that the patient was being placed on impella cp for hemodynamic support. It was reported that an impella cp was opened and prepped. The impella cp was inserted per instructions for use protocol through the left femoral artery. The pump did not start. The cardiac surgeon requested a second impella cp. A second impella cp was inserted and was initiated without issues. There was no patient harm related to this event.

Manufacturer narrative:
D.4 catalog number, serial number, lot number, expiration date and unique identifier (UDI) # are unknown. H.4 device manufacture date is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. This report is being filed as part of a retrospective review of historical records.